Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. The fse dispatched to the customer site did not identify any specific hardware or system malfunction capable of causing the analyzer to generate erroneous results. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, a definitive cause for this event could not be determined. (B)(4).

Event description:
On (B)(6) 2016, the customer reported that non-reproducible elevated access accutni+3 (troponin) results had been generated for three patients on the customer's unicel dxi800 access immunoassay system (serial number (B)(4)) over the course of the nine days prior to contact. The customer reported that the results had not been reported out of the laboratory. There was no report of any change to patient treatment or harm to patients in association with this event. This MDR concerns the erroneous results generated for one patient on (B)(6) 2016, MDR 2122870-2016-00326 concerns the erroneous result generated for one patient on (B)(6) 2016 and mdr2122870-2016-00329 concerns the erroneous results generated for one patient on (B)(6) 2016. The customer reported that all primary samples were collected in lithium heparin tubes with gel separator and centrifuged at an undisclosed speed and time at ambient temperature. The customer indicated that access accutni+3 qc (quality control) values generated on the system were acceptable prior to and after the event. A system check performed on (B)(6) 2016 passed with all values in specification. A beckman coulter fse (field service engineer) was dispatched to the customer site to evaluate the system.